Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned to synthes manufacturer for evaluation /investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial rodding procedure that removal of the connecting screw from the suprapatellar insertion handle was very difficult. Reporter states that there was squeaking when it was removed, but he is unsure of what may have caused the difficulty. Also, the aiming arm targeting "jig" that hooks onto the suprapatellar insertion handle did not target the nail, it missed. The nail had to be inserted free hand without the targeting device. There was no delay in surgery or patient harm. There are 2 parts in this complaint concomitant devices reported:nail (part# unknown, lot# unknown, quantity 1). This report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.